Manufacturer narrative:
The customer changed the processing sequence of tests on the analyzer and extra wash cycles were activated/installed. Since these actions, the customer has not observed any further issues. No explicit reagent or instrument issues were found. A maintenance issue was determined to be the cause of the event.

Manufacturer narrative:
On (B)(6) 2017, the field service engineer ran precision studies and the results were ok. The customer has not reported any additional issues since this action.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they have been getting questionable results for an unspecified number of patient samples tested for crep2 creatinine plus ver.2 (crep) on a cobas integra 400 plus (i400+). On multiple reagent cassettes, the first measurement of each sample is high and not comparable to subsequent repeat measurements of the sample. There are also samples in which the high results could be duplicated. The customer provided data for a total of 5 patient samples with erroneous crep results. No erroneous results were reported outside of the laboratory. The first sample initially resulted as 260 umol/l and repeated as 60 umol/l. The second sample initially resulted as 136 umol/l. The sample was repeated twice, resulting as 71.0 umol/l and 71.3 umol/l. The third sample initially resulted as 136.2 umol/l and repeated as 71.4 umol/l. The fourth sample initially resulted as 202.7 umol/l. The sample was repeated twice, resulting as 62.8 umol/l and 64.4 umol/l. The fifth sample initially resulted as 222.2 umol/l. The sample was repeated four times, resulting as 88.0 umol/l, 98.0 umol/l, 91.5 umol/l, 89.8 umol/l. No adverse events were alleged to have occurred with the patients. The crep reagent lot number was 28332401. The reagent expiration date was asked for, but not provided. The quality controls are fine and washes have been installed correctly. Precision studies were performed. The photometer lamp was at (B)(6) of its life. A new extra wash cycle was installed on the analyzer and the field service engineer replaced a printed circuit board. After these actions, the crep results were duplicating correctly. On (B)(6) 2017, the customer mentioned that they were now having issues with other tests. No further details were provided concerning these issues.